Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient developed lower limb ischemia. As a countermeasure, blood was sent to the lower limbs. Subsequently, the patient also developed hemolysis. As a result, haptoglobin was administered. The patient also experienced access site bleed for which blood products were administered. Impella was successfully weaned and explanted.